Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead for high undefined impedance and noise. The lead also had high threshold and a possible fracture. Reprogramming was done and the lead remains in use. It was also reported that the left ventricular (lv) lead had a possible fracture and had been turned off. No patient complications have been reported as a result of this event.